Event description:
Programming data was reviewed, and low impedance was identified for a patient that had recent generator replacement surgery. The patient was re-implanted on (B)(6) 2015, and, on (B)(6) 2015, system diagnostics resulted in low impedance. System diagnostics were performed again on (B)(6) 2015, which resulted in low impedance. Since the low impedance was identified so close to generator replacement surgery, programming history of the patient's previous generator was reviewed. Low impedance was first identified with the previous generator on (B)(6) 2013. Therefore, the low impedance is most likely related to the lead that was present for both the previous generator and the current generator. The patient had not been seen since the low impedance was identified, and no appointment had been scheduled. There were no complaints from the patient, and their seizure control was fine. No intervention has occurred to date.

Event description:
The patient was seen again and high impedance was showing upon interrogation on (B)(6) 2018. The patient was being referred for lead revision. No known surgery has occurred to date. No additional relevant information was received to date.

Event description:
An implant/warranty form was received for the patient's full revision surgery. It was stated that during the case, the generator was replaced and impedance showed as 740 ohms several times. After the surgeon closed the site, the impedance levels showed below 600 ohms. The lead was replaced; the surgeon noted that he saw nothing visually wrong with the lead. It was stated that no device would be returned as the lead was cut into several pieces upon removal and the generator was discarded. The new system tested within normal limits. No additional, relevant information was received to date.